Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2025).

Event description:
It was reported that prior to an angioplasty procedure, the expiration date printed in product's label was allegedly not the same from commercial invoice, packing list and sterility certificate. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The photo shows an outer atlas gold packaging box with the label visible referencing catalog number atg120184 and lot number 93pg0046. The expiration date is listed as 2025-02-10. The device history records review and certificate of conformance verify this is the correct expiration date for the product. Therefore, the investigation is unconfirmed for the incorrect labeling as the product labeling attached to the packaging has the correct information. It is likely the expiration date was incorrectly entered into the jde system, and system used to create the packing list and invoice. However, a definitive root cause for the inaccurate information could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The correct expiration date of 2/10/2025 is printed on the labeling attached to the device packaging. H10: d4 (expiry date: 02/2025), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the expiration date printed in product's label was allegedly not the same from commercial invoice, packing list and sterility certificate. There was no patient contact.